Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient decreased stimulation and was wondering if it was on. During the call the patient's device was confirmed to be turned on and set to 0.4 on program 1 and stimulation was confirmed to be comfortable. The patient also inquired if the device could be causing nausea and reported taking a pain reliever and an antibiotic although the reason for the patient's antibiotic use was not reported. In a second call the patient reported that their device was showing an error message on 10/02 and the device was replaced on 10/03. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.